Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013439736; product type: 0195-heart valves; implant date: not-implantable; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve, the valve was loaded and a loading check showed crown overlap just before node 4. Upon the deployment attempt, underexpansion and an infold of the valve frame were observed, and the valve was recaptured and withdrawn. A new valve was loaded into a new delivery catheter system and a loading check showed crown overlap to node 3. Deployment was attempted; however, underexpansion was again observed. Subsequently, the valve was recaptured and withdrawn, and a non-medtronic balloon-expandable valve was used to complete the procedure. No patient complications were reported as a result of this event.